Manufacturer narrative:
Citation: marcelo katz. Gender-related differences on short- and long-term outcomes of patients undergoing transcatheter aortic valve implantation. Catheter cardiovasc interv. 2017 feb 15;89(3):429-436. Doi: 10.1002/ccd.26658 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding gender-related differences and outcomes of transcatheter aortic valve implantation (tavi). All data were collected from multiple centers between 2008 and 2015. The study population included 819 patients (predominantly male; mean age 82 years), 597 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: moderate-severe aortic regurgitation, life-threatening bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.